Manufacturer narrative:
The system is designed to be compliant with the emi requirements of (B)(4). Therefore electronic or electromagnetic interference is not suspected to be the cause of the reported filter recognition errors. However, the issue of misrecognized ipl filters is a known issue, and CAPA (B)(4) was issued on 04-oct-2018 for this issue with the following description: "system (m22) has failed to properly identify optic filters. Ipl filter is wrongly recognized by the system due to a malfunction in one or more of it's four optical sensors." Based on the information provided, it is uncertain if the malfunction would likely lead to serious injury would it recur, and in an abundance of caution lumenis has chosen to report this event as a malfunction. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A lumenis foreign affiliate employee reported that a newly shipped system has failed to properly identify optic filters used with ipl handpiece. This alleged issue was found during internal incoming inspection. No patient involvement and no injury was associated with this event.